Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two scs leads from the same lot number. It was reported the pt underwent surgical intervention to revise one of her scs leads. The pt was not receiving effective stimulation therapy coverage of all her pain areas. X-rays taken confirmed the lead had migrated. The physician explanted and replaced the patient's scs lead. Effective stimulation coverage was reportedly captured postoperative.